Manufacturer narrative:
The pump passed displacement test. Hardware low level failure alarmed during selftest and confirmed in pump history with variable (003) due to broken trace at u1 keypad assembly.

Event description:
The customer reported via phone call that their device has gotten a insulin pump error three times in the past three days. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is 200 mg/dl. Customer was advice to disconnect from device and to refer to their health care provider¿s instructions. No further details or information available. The device will be returned for analysis.